Event description:
A report was received that a pt's precision sys was explanted due to pain. The pt is very thin, making the device locations painful. The pt is reported doing well following the procedure.

Event description:
A report was received that a patient's precision system was explanted due to pain. The patient is very thin, making the device locations painful. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The ipg passed visual, performance and electrical testing. The ipg exhibits normal device characteristics. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The ipg output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Ipg stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. The ipg exhibits normal device characteristics. Visual inspection of the lead s/n (B)(4) showed that the damages to the lead was consistent with damages during the explant procedure and is not considered a failure. Visual inspection of the lead s/n (B)(4) showed that the damages to the lead exhibits normal device characteristics.